Event description:
It was reported by a sales representative (sr) that an analyzer would not measure p or r waves during an implant. The p and r waves were extremely small when switching between channels for atrial and ventricular measurements. Another analyzer was used without issue. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm using a virtual interactive patient, normal r-waves were measured. However, it was noted that the patient input connector pins were damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090 programmer; product ID 2067l rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.